Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter indicated that the pump time was updated for daylight savings time but then was later noted to have gained an hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the pump black box was reviewed and found a manual time change on 11/03/2013 from 6:04 am to 5:06 am. No other activity related to complaint was observed in the pump history. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.